Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for analysis. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported via twitter that 3x too many breaks occur with the v14 wire. Additional information has been requested but not received.